Manufacturer narrative:
Investigation is on-going. When quality investigation is complete, a follow-up report will be filed. It was reported that the tourniquet cuff was placed on the calf of the patient, and the leg was being manipulated during the procedure. The instructions for use state "do not use a cuff for an excessive amount of time. Failure to comply may result in patient injury, including vascular complications, neuromuscular or neurological injuries".

Event description:
It was reported that a patient is alleging nerve damage resulting from a foot surgery where a stryker smart pump and stryker cuffs were used. The stryker pump was taken off and a scanmed pump was used to complete the procedure. It was also reported that the cuff was on the patient for over 2 hours.